Event description:
Adverse event: "anterior vitrectomy" (vitrectomy) product problem: "system behaving erratically" (erratic display). The nurse reported that the system was behaving erratically. She did not confirm if the anterior vitrectomy was planned or unplanned. Additional follow-up information has been requested.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).